Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as 2134265-2014-05773 and 2134265-2014-05750. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter to view the lesion. The physician tried to perform automatic pullback, however, the motor drive unit failed to perform pullback. It was noted that the liquid crystal display (lcd) displays normally. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is good.